Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: only a portion of the black box and none of the history were able to be downloaded. The portion of the black box did recorded cs 054-0000 and cs 052-0001 alarms. Visible moisture in display and ir port. Display was dim and unreadable. All of the buttons were not functional. Unable to complete failed steps or reproduce any alarms due to display and button failures. Opened pump and removed from case. Moisture on all internal surfaces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.